Event description:
Vendor technician did work on programming bldg b6, north to combine departments. After he left, we noticed that the staff no longer had the ability to triage calls at the staff console and send an "rn request" to the assigned staff phone. We found that the programmer had changed the call type from "notification" to "patient". We changed the call type back and resolved the issue. There were several days the staff didn't have the ability to triage to an rn. A (B)(4) case number was opened ((B)(4)) by one of the hospital biomeds. It was resolved by the biomed admin and commented on the ticket. FDA safety report ID# (B)(4).